Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the investigation cannot confirmed "anterior cut off expectations post cut.. Issue was with plane not being reachable on anterior cut." With the available information the root cause cannot be established. However, the following are the probable but undeterminable root causes of this type of complaint. Excessive leg movement, excessive robot movement, sub-optimal leg positioning without log files, these factors cannot be assessed and, therefore, the root cause cannot be determined. Excessive leg movement is often caused by the leg not being held in a secure fashion. A leg holder may be helpful in ensuring the leg remains stable during the procedure. Excessive robot movement is often caused by the robot not being secured properly. Please ensure the robot is properly mounted to the bedrail. Recommendations: please refer to the instruction for use version that corresponds to the software version being used. Initial manual positioning. Place the knee in a stable position, flexed between 90 degrees and 110 degrees. Position the center of the device array interface at 25mm (1 inch) below the femoral epicondyles. Position the center of the knee at approximately 180 mm (7") from the device array interface. Ensure the leg and the holding arm are both vertically aligned. Ensure the planned implant axis (and not the bone axis) is aligned with the device axis. Root cause summary: the root cause of this complaint cannot be determined with the information provided. The probable but undeterminable root causes of this complaint are excessive leg movement, excessive robot movement, and/or sub-optimal leg positioning. Device history review: due to positive service history, DHR review only covers the related service records. Service history record review result is not relevant to the current complaint and/or service process findings.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device it was reported that "multiple cases" (this report is being created to address the "multiple cases") had anterior cuts that were off of expectations post cut. This was reported to have been a new issue following many successful cases. There were no delays in the procedure. The exact date of this event was unknown but was noted to have occurred in 2025. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.